Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had several revisions to their system in 2007. It was reported that the patient's implantable neurostimulator (ins) was initially placed in their buttocks. The caller stated that the patient had lost weight and it became painful for them to sit down. It was noted that the patient had a revision surgery and their ins was moved to their abdomen. The patient's issues were resolved at the time of the report. Indication for use is radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.